Manufacturer narrative:
Approximate age of device - 1 year, 2 months. The patient remains ongoing with the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted in hospital for abdominal pain and increased drainage from the driveline exit site. A wound culture showed very few gram negative bacilli, greater than 25 pmns/lpf and grew pan-susceptible pseudomonas aeruginosa. Empiric therapy with cefepime was narrowed to ciprofloxacin once sensitivities were available. A CT scan performed on (B)(6) 2018 showed thickening around the driveline but no fluid collections. Blood cultures were negative. It was noted that the patient would occasionally get driveline dressing wet when using a shower head handle. The patient was discharged on (B)(6) 2018. During an ID clinic visit on (B)(6) 2018, driveline culture showed pseudomonas susceptible to ciprofloxacin but resistant to cefepime.

Manufacturer narrative:
No product was returned for evaluation. The patient remains ongoing on vad support. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with the se of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.